Event description:
Procedure type: mis anterior resection. According to the reporter: the customer reports that the surgeon fired the device without incident. Two days post-op, the patient had a staple line leak. The patient had sepsis and required re-operation; sutured anastomosis. There was unanticipated tissue loss: anastomosis. No tissue damage, no bleeding, no delay in surgical time. Nothing fell in the surgical cavity. No reinforcement material used. The device is not being returned, it was discarded by the customer after the initial surgery.

Manufacturer narrative:
(B)(4).